Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck during operating system update installation. The field service engineer (fse) allowed operating system updates to complete; station booted successfully and is functioning normally. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck in a reboot loop and appeared offline in rss. A hard reboot was performed however, the issue persisted and communication was not restored. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.